Event description:
A physician's office reported that the hand-held device (hhd) used at their site was no longer holding a charge. Different cords were used to charge the hhd and it would still not hold a charge. The hhd was stored in a normal office environment and is left plugged in at all times. The product's return is expected.